Event description:
Same case as MDR ID #: 2134265-2012-04150. It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment with a guide wire occurred. The physician was treating an occlusion located in the peroneal artery. A 300cm v-14 guide wire and a 2.0mm x 220mm x 150cm coyote balloon catheter were advanced to the occlusion; however, they were unable to cross. The physician attempted to remove the coyote over the v-14 but was unable to as the two devices became stuck together. The two devices were removed together as a unit. The physician was not able to cross the occlusion with any other devices, therefore the case was terminated. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR ID #: 2134265-2012-04150. It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment with a guide wire occurred. The physician was treating an occlusion located in the peroneal artery. A 300cm v-14 guide wire and a 2.0mm x 220mm x 150cm coyote balloon catheter were advanced to the occlusion; however, they were unable to cross. The physician attempted to remove the coyote over the v-14 but was unable to as the two devices became stuck together. The two devices were removed together as a unit. The physician was not able to cross the occlusion with any other devices, therefore the case was terminated. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned stuck inside the coyote balloon catheter approximately 146.5cm from the proximal end. The poly is peeled on the distal end. All outer diameter measurements taken were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).